Manufacturer narrative:
Product not available for return, without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that while resetting the trays on an unknown date, it was found that there was corrosion on the tray as well as the biomet logo was wearing off. The tray has continued to be used and the corrosion seems to be getting worse.